Event description:
It was reported that the lift straps of the maximove broke during transfer, the pt dropped but did not hit the floor.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo med (B)(4). Add'l info will be provided upon completion of the MFR's investigation. The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Please note that this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site ajro med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4).